Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has blood entering the console through the fo connection. Blood was leaking through a blood line with an improperly sealed luer-lock fitting. There was no injury or harm reported

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has blood was entering the console through the fo connection during use. A getinge field service engineer (fse) stated blood was leaking through a blood line with an improperly sealed luer-lock fitting. There is blood on the power management pcb. Replaced console with loaner. When I returned the repaired cardiosave console to the customer (the cart was still in the hospital) I noticed that the tether assembly from the doppler was defective and that the protective earth resistance was infinitely replaced tether assembly and the line cord assembly, performed functional test and safety check, repair done. The fat performed a visual inspection and found the part number 0012-00-1688-02 to be in good condition. Part number was found to have a defective doppler reel. Tested the prongs and connectors on pn 0012-00-1688-02 with a multimeter. The ground wire was found to have no continuity. The ac power reel is found to be defective. Fat verified the reported issues but no root cause identified. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a